Manufacturer narrative:
The technician found both gas springs are worn out. The technician replaced the gas cylinders to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
Account alleged that the trendelenburg function is not working on this stretcher. No patient impact.